Event description:
Patient developed post-op diffuse lamellar keratitis in one eye. The flap was lifted and irrigated and topical steriods were administered to resolve the problem. The patient has recovered with no loss of visual acuity.